Manufacturer narrative:
(B)(4) - difficulty urinating/sitting/walking; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and mesh was implanted. It was reported that she continued to experience pain, difficulty urinating, sitting and walking and she has infections and dyspareunia, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 09/08/2016. It was reported that the patient underwent bladder transvaginal excision of mesh on (B)(6) 2015 by dr. (B)(6).

Event description:
It was reported that the patient underwent bladder transvaginal excision of mesh on (B)(6) 2015 by dr. (B)(6).